Event description:
It was reported by service report that the fowler could not raise or lower due to broken welding. However, no sharp edges were exposed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: fowler weldment.